Manufacturer narrative:
Block h6: imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be used in the pancreas to treat a pseudocyst during a pseudocyst drainage procedure performed on (B)(6) 2024. During the procedure, the stent could not be deployed. The physician repositioned the device and the scope, yet the stent remained undeployed. The stent was removed, and the procedure was not completed. There were no patient complications as a result of this event.